Event description:
The patient reportedly experienced decrease in performance. Programming adjustments were made; however, this did not resolve the issue. The company was informed that the electrode has migrated. Surgery to reposition or explant the patient's device has been scheduled.